Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device would not release from the patient. The device was removed with "force and counter pressure." A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - labeled off label use. It was reported that the device was used in the superficial femoral artery and the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access site. (B)(4). The device was received. Investigation is not complete.